Manufacturer narrative:
The lot number was provided and the device history record (DHR) was reviewed indicating that the product was released accomplishing all quality standards. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. One pouch (two decontaminated pieces) with lot number 5238100364x was received. The samples were visually inspected according to procedure and the reported issue was confirmed. The lite gloves are ripped on the section of handle. A corrective and preventative action (CAPA) has been opened to determine the root cause of this reported event. When root cause(s) is determined the appropriate actions will be taken to address the reported condition. If additional information is received this complaint will be reopened. This complaint will be used for tracking and trending purposes

Event description:
Based on the investigation findings, the lite glove was found ripped.